Event description:
Requested my neurosurgeon to remove st.judes/abbott proclaim xr neurostim in (B)(6) 2023 as I came to the realization, on my own, that this device was not working, it was causing me extreme pain, lack of sleep, zaps, burning pain, battery migration/tissue/muscle/bone erosion and nerve damage. After implant, when I breath in it began tingling and numbness in hands and feet-it still remains after removal. I had more. Pain and more stiffness in spine. Found out recently that the trial was with a different battery/modulator and different leads outside of the spine. This was a bait and switch move to me to get better result for me to desire perm implant. The original tech said I would only get one if I said I had more than 50% pain relief. I constantly had trouble finding or reaching a tech for adjustments, leaving me without pain relief, many quit or moved. The device distributor (B)(4) is no longer with abbott, nor several techs. Process I went through; psych eval (B)(6) 2019(passed), surgery trial (B)(6) 2019, surgery perm implant (B)(6) 2019, hospitalization 4 days- suspected infection (B)(6) 2019, removal (B)(6) 2023. I was sent home after perm implant without the magnet for emergency shut off, without device manual and an ipod which failed after 1 year as well- I called abbott to report I didn't have a manual, magnet and ipod failure. No response. Called again after 6 months? Finally got someone to provide me with items, and I got the device connected to my iphone-they didn't want to give me a replacement ipod. So no backup if my phone failed. This device caused me to resign from 18-year career at government agency, lost my health insurance and loss of benefits and loss of full retirement. This device caused me additional pain after implant resulting in more pain meds and failed to keep steady pain relief. After 2 months it seemed device malfunctioned consistently, after being adjusted I would have pain relief for 1-2 days then pain was back, sometimes no pain relief. This happened repeatedly (I questioned if it was my brain or the device, it caused me extreme mental distress). After requesting removal of device, (B)(6) 2023 I spoke to a tech and she told me one lead was broken, in (B)(6) 2023 x-ray confirmed broken lead 1 of 2. Battery dislodged and migrated over period of 4 years. Battery caused burning inside, painful zaps, increased constant pain from battery & 2 leads in spine. Couldn't and still can't lay or sit comfortably on left buttocks. I require 6" of foam on my bed. Battery was trying to pass over the bone, it eroded muscle/tissue, leaving a very noticeable deformation on left buttocks, "inoticed" and fiance noticed me experiencing memory loss, confusion, loss of feeling and reflexes, mental distress, anxiety, major depression, physical damage that is visible on left buttocks from battery rubbing on sacrum, under the iliac bone by left si joint- battery migrated leaving muscle/tissue/nerve damage/constant pain. The tissue indentation/erosion on left buttocks of approx 5"hx6"wx3"d, buttocks. I cannot afford surgery to correct this nor would my insurance pay for it and if so I would have a large co-pay. I do not wear swimwear anymore as it has left me very self-conscious, it is even noticeable through my clothing. I am now deformed because of the device caused erosion/damage. I am also left with 2 highly visible large 3" scars after trial, implant & explant removal surgeries. 4 hospitalizations including surgeries. I realized I was not receiving any benefit and only endured more pain and damage from this product so I decided to have it removed due to the extreme pain it was causing me, had emergency removal (B)(6) 2023. Surgeon till this day has not notified me of class I recall. I found out much later on my own about the recall. I would like to know who I can file a claim with for pain and suffering, damages and losses. These devices need to be properly tested, people should be advised of previous lawsuits and the same device should be used in the trial.